Event description:
Medtronic received a report that the spring coil was automatically stretched and the coil body wire drawn. Later, after it was detached, part of it remained in the patient's body, and part of it was removed from the body (partial removal) along with the pusher. There was coil separation/break/premature detachment. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. There was no surgical or medicinal intervention required. The pushwire was bent or broken (not on purpose. There was no friction or difficulty during delivery. The physician did not reposition the coil. The physician attempted to detach the coil. The physician did not attempt to detach the coil with the instant detacher. The physician attempted to detach the coil using the manual method one time. No instant detachers were used. The physician did not  rotate the delivery pusher during procedure. Continuous flush was administered during the procedure. The patient was undergoing surgery for treatment of a saccular, unruptured posterior communicating artery aneurysm with a max diameter of 5.3mm and a 4.7mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was minimal. Ancillary devices include a echelon10 microcatheter (lot 0227423957).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received clarified that there was "no" coil separation/break/premature detachment. There were no issues that resulted in the damage that was found. The coil was implanted in the intended location.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the break indicator was found broken with the two segments retained by the release wire, indicative of a manual detachment attempt at this location. The coin was found fully retracted out of the lumen stop. The shield coil was found stretched. The implant coil was already detached and not returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.